Manufacturer narrative:
The customer contact indicated that the devices were discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
General report rec'd of an unspecified number of undocumented incidents of separations. On unspecified dates, the tubing sets were to be used to deliver unspecified medications. After unspecified lengths of time, the tubing separated from unspecified locations on the tubing sets. No specific details were provided. There were no reported adverse pt effects and no reported delays of delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided including if tubing sets were replaced and the therapies were resumed.